Manufacturer narrative:
The lens was received cut in half across the optic. It was sent to manufacturing site for analysis, results are pending. In follow-up with the reporter it was learned the patient was dissatisfied with their distance vision. The initial implant was replaced with a higher diopter lens of the same model. Our investigation to date suggests this event is not related to a deficient iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the intraocular lens was explanted due to the patient's lack of satisfaction with the lens. Distance vision was not as anticipated. No patient complications.